Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by headache, body ache, shivering, abdominal pain like dyspepsia and cloudy effluent. The cause was unknown. On an unreported date, the patient was hospitalized for the event. It was unknown if the patient was treated for the event. At the time of this report, the patient was not recovered. Pd therapy was ongoing. No additional information was available as the reporter declined to provide further follow up.